Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
It was reported that the device was unable to get the measurement. If available to measure, the value is 80. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the device powered off before measurements could be taken. The device was power cycled several times and was unable to get measurements each time. The flex cable was visually inspected under the microscope and it appears to be cracked between the top and bottom modules. It was determined that the device powers itself off before measurements due to a crack in the flex cable. The crack in the flex cable affects the detector. (B)(6).